Event description:
It was reported that, during a robotic laparoscopic ventral hernia repair, the arm threw multiple consecutive errors reading "warning non-recoverable arm error", "warning arm error", and "danger: arm error". The team opted to use the fourth arm to resolve the issue quickly. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic ventral hernia repair, the arm threw multiple consecutive errors reading "warning non-recoverable arm error", "warning arm error", and "danger: arm error". The team opted to use the fourth arm to resolve the issue quickly. There was no patient injury.

Manufacturer narrative:
Updated information: h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the field service report and the device data logs for the reported arm cart assembly (sn: (B)(6) review of the field service report indicate that after reboot of the arm cart assembly, which was unplugged during the procedure to plug it into a better position, a calibration failure occurred. Also a non-recoverable error occurred. The aca failed calibration twice triggering the error code 'arm calibration failed_idu (instrument drive unit) self test fail' and 'idu_controller: report idu self-test (initialization) failure' indicating idu self-test motor 1:failed. A sterile interface module (B)(6) was connected at time of idu failure. Error codes 'robotic arm (ra) motor state error', 'arm non-recoverable error_ ra brake state error' and 'motor state-brake state agreement' were also observed in the logs. The corresponding error message related to the above error codes is: "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." An idu re-seat was performed by removing and re-seating the idu to the idu carrier plate. Afterwards, functional test with ring transfer was performed with no errors. Evaluation of the device data logs indicate that the reported arm cart assembly had multiple calibration failures with no related error codes. However, error codes for 'instrument overtorque' and 'instrument error' were noted, but in the reported event, no broken instrument was mentioned. Multiple error codes associated with the arm cart assembly entering a hard stop state were noted. In addition, the logs record an occurrence of an error code that indicates the observer process in the main system controller (msc) detected a condition in which the difference between the desired joint angles and the measured joint angles exceeded the allowed limit while the arm cart assembly was in joint tracking mode. The logs confirm that the arm cart assembly transitioned into a hard stop condition following the main system observer event, which is consistent with the reported arm cart assembly error messages observed during the procedure. The cause of the non-recoverable arm error and hard stop condition could not be determined. Although the error code regarding joint angles exceeding and the associated arm fault conditions are confirmed by objective system evidence, there is no objective log evidence identifying the initiating condition that led to the trajectory error exceeding the allowed limit. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit idu. This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.